Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The device was not returned by the medical facility. The root cause of the access site bleeding was most likely due to calcified vessel patient condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 31-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The impella was placed but groin started oozing. The physician proceeded with repo sheath positioning, but the oozing worsened and was not resolved with extended compression. The decision was made to remove the impella as the patient was going to be transferred to another facility. The impella was removed without incident.